Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system could not be started. The fse found that the ups controller was defective, and therefore elected to replace it. Following the replacement of the ups controller, the system was returned to use in good working order. Review of the log files identified a power issue within the ups controller. Analysis of the ups controller then confirmed an electronic defect which caused the controller to not switch on. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ups 1phase data integrity controller sp which returned the device to use in good working order.